Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude brk 1xs transseptal needle. St. Jude sl1 8.5f sheath. (B)(4)

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a smart touch bidirectional catheter where a cardiac tamponade occurred, requiring pericardiocentesis. During the transseptal portion of the procedure, the patient's blood pressure dropped, and an effusion was confirmed via intracardiac echocardiogram. The pericardiocentesis was performed, and 250ml of fluid was removed. In use at the time of the event were a st. Jude brk 1xs transseptal needle and a st. Jude sl1 8.5f sheath. No ablation had been performed at the time of the event. It is unknown if there were any patient factors that may have contributed to the event. Anticoagulation was given during the procedure, but activated clotting times are unknown. The physician did not provide a causality opinion. It was indicated that no extended hospitalization was required, and that the patient recovered fully with no residual effects.

Manufacturer narrative:
In the first supplemental report, dated 9/14/2016, the device listed in this pi was accidentally changed to the pentaray nav catheter, catalog # d-1282-07-s, lot # 17472936l. As a result, this pi has been changed back to reflect the smart touch bidirectional catheter, catalog # d-1327-04-s, lot # 17445837m. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
On 8/17/2016, additional information was received regarding this event: the thermocool smart touch bidirectional navigation catheter never entered the patient¿s body, but two other biosense webster catheters (10f siemens soundstar eco, pentaray nav) had. However, the physician¿s opinion is that a transseptal puncture caused the adverse event. The physician noted that, typically, one transseptal puncture is performed, but that two were necessary in this case, and that the adverse event happened during the second one. No bwi products were implicated as the cause of the tamponade, though this event will conservatively be reported under the pentaray catheter. On 8/30/2016, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a smart touch bidirectional catheter where a cardiac tamponade occurred, requiring pericardiocentesis. The returned device was visually inspected upon receipt, and was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility, and was found within specifications. Furthermore, an irrigation test was performed, and the catheter passed; no occlusion was observed. The catheter was also evaluated on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed, which the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.